Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology (posterior leaflet with extreme prolapse/flail and a dilated left atrium). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. The mr was reduced to 2, and the clip was deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4+. A second clip was implanted to stabilize the slda clip, reducing the mr to 1-2. The patient was confirmed stable post procedure. No additional information was provided.